Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was hospitalized due to a gastrointestinal bleed. The patient reported dark tarry stools. Hematocrit was noted to be 27% while admitted. A esophagogastroduodenoscopy was performed and noted a small non-bleeding aniodysplatic lesion. The patient was treated with argon plasma coagulation, omeprazole and octreotide. While admitted, the patient did not receive a blood transfusion. The patient was discharged home on (B)(6) 2018. No further information was reported.